Event description:
It was reported when using the bd sedi-40 there was a hardware / software malfunction for the esr instrument. The following information was provided by the initial reporter. The customer stated: "here is an issue with sending data to lis ¿ previously symbols and letters were ok, but now some strange symbols ( bugs) appeared. The it specialist from the hospital cannot clearly answer whether it is insufficient host inputs in the device or faults in the electrical installation - the device worked before and did not produce bugs. The it specialist confirmed that "our rs232 adapter / utp is melted inside, it also melted a piece of rj cable."

Manufacturer narrative:
Investigation: instrument sedi 40 17-42019 was not returned to the manufacturer. This complaint is unable to be confirmed due to the lack of any objective evidence. No samples were received from the customer in support of this complaint. A complaint history review was performed. This is the third complaint received on this instrument since 2018. A review of historical risk management documentation indicates that the potential risk of the reported failure mode was appropriately assessed. Bd discontinued manufacture/distribution of this product in 2017. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 there was a hardware / software malfunction for the esr instrument. The following information was provided by the initial reporter. The customer stated: "here is an issue with sending data to lis ¿ previously symbols and letters were ok, but now some strange symbols ( bugs) appeared. The it specialist from the hospital cannot clearly answer whether it is insufficient host inputs in the device or faults in the electrical installation - the device worked before and did not produce bugs. The it specialist confirmed that "our rs232 adapter / utp is melted inside, it also melted a piece of rj cable."